Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# mw5035135) in united states on 09-apr-2014. She had essure (ess205) (fallopian tube occlusion insert) inserted and experienced stabbing, burning, pulsing pelvic pain and pain also times when urinating. No information was given on the consumer's history, past drugs, concurrent conditions or concomitant medication. On (B)(6) 2005 the consumer had essure (ess205) (fallopian tube occlusion insert) inserted. In 2008 she started to experience stabbing, burning, pulsing pelvic pain and also pain when urinating; she reported that she was hospitalized. No further information was available. The reporter's causality was not provided. Follow-up information received on 06-may-2014 from consumer: the consumer stated she was not admitted to hospital (seriousness criteria hospitalization was removed, events considered non-serious). She went to ER (emergency room) for her right groin pain - inside and everything was in pain. She was going through testing at the time of the report. No further information was provided. Follow up information received on 20-may-2014: consumer stated that every time she is on her menstrual cycle she experiences terrible pain. She had many tests done. No results of anything besides the essure. Bladder test, internal ultrasound was done. It is like when you get a needle, she gets a stabbing pain in her pelvis. A CT was performed on (B)(6) 2014, however no result provided. No further information was provided. Follow-up from 13-jun-2014: the required number of follow-up attempts has been made, with no response to date. Follow up 03-may-2016: legal claim was received. Plaintiff was implanted on or about (B)(6) 2009. As a result of essure, plaintiff suffered from severe pelvic pain, fatigue, and muscle spasms. On or about (B)(6)-2015, plaintiff had to have a hysterectomy as a result of essure. Quality-safety evaluation of ptc received on 26-may-2016: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Company causality comment: this non-medically confirmed, spontaneous and legal case report refers to a female plaintiff who had essure (ess205) (fallopian tube occlusion insert) inserted and experienced severe pelvic pain. A hysterectomy was performed as a result of essure. This event was considered serious and listed in the reference safety information for essure. Pelvic pain may occur with essure therapy. Based on its nature and in the lack of alternative explanation, causal relationship between this event and suspect insert cannot be excluded. This case was upgraded to incident due to surgical intervention performed. Additionally, non-serious events were reported. A product technical complaint investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("stabbing, burning, pulsing and severe pelvic pain/pelvic pain/ right side pelvic pain") and abdominal pain ("severe abdominal pain/right lower abdominal pain") in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included delivery in 2000, gravida ii and parity 1. Concurrent conditions included underweight, endometriosis since (B)(6) 2015 and smoker. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and pain in extremity ("right lower leg pain/right leg pain"). In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2012, the patient experienced endometriosis ("endometriosis"). On an unknown date, the patient experienced groin pain ("right groin pain"), dysuria ("pain also times when urinating"), dysmenorrhoea ("every time I'm on my menstrual cycle I have terrible pain"), fatigue ("fatigue"), muscle spasms ("muscle spasms"), dyspareunia ("pain during intercourse"), weight increased ("weight gain"), abdominal distension ("bloating"), swelling ("swelling"), mental disorder ("caused or aggravated any psychiatric and/or psychological condition") and treatment noncompliance ("no use of birth control or contraception at any time following your essure placement procedure"). The patient was treated with ibuprofen (motrin), surgery (abdominal hysterectomy). Essure was removed on (B)(6) 2015. In 2015, the abdominal pain and pain in extremity had resolved. At the time of the report, the pelvic pain, dyspareunia, weight increased and abdominal distension had resolved and the groin pain, dysuria, dysmenorrhoea, fatigue, muscle spasms, swelling, endometriosis, mental disorder and treatment noncompliance outcome was unknown. The reporter considered abdominal distension, abdominal pain, dyspareunia, endometriosis, fatigue, mental disorder, muscle spasms, pain in extremity, pelvic pain, swelling, treatment noncompliance and weight increased to be related to essure. The reporter provided no causality assessment for dysmenorrhoea, dysuria and groin pain with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 17.3 kg/sqm. Ultrasound pelvis - on (B)(6) 2014: right pelvic pain and vaginal discharge; on (B)(6) 2014: severe chronic right lower quadrant pain quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 11-dec-2017: essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. New events right lower leg pain/right leg pain¸ severe abdominal pain/right lower abdominal pain, pain during intercourse, weight gain, bloating, swelling, endometriosis, caused or aggravated any psychiatric and/or psychological condition, no use of birth control or contraception at any time following your essure placement procedure. Reporter information, patient details, other relevant history, lab data, relevant tests, product information, treatment drugs mortin and tramadoyl were added incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.